Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an impeded venous return of the reservoir. The reservoir was causing back pressure into the venous side of the manifold. Sufficient flow was able to be maintained for the patient but were limited to 2.4 lpm. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 23, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d1(suspected medical device - corrected brand name); d4 (additional device information - added expiration date and UDI); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information, correction and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3:3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The affected sample was inspected upon receipt with no anomalies noted. The affected sample and a retention sample were tested to be able to achieve full flow of 5lpm. They were clot tested with bovine blood for one hour at 5lpm. Upon disassembly, no clotting was observed within the venous filter. Additionally, no manufacturing defects were observed upon disassembly of the venous filter assembly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.